Event description:
Customer reported neonate pt with several meter-to-lab comparisons on the inform system: 25mg/dl to 30-something (mg/dl), 31 mg/dl to 46 mg/dl, 21 mg/dl and 35 mg/dl to 59 mg/dl, 24 mg/dl to 81 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.